Event description:
Patient reported "I had allergan breast implants. This year, routine examinations revealed that one of them had ruptured. This will require a surgical procedure to remove it. I would like to have access to the assistance and guarantee offered by the natrelle guarantee program.¿ ¿on the right breast there is a cyst with regular walls¿ this is for the right side device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to b5, h6 description of event: rupture (a0412, e2107) was reported in the previous medwatches. Upon further review of the provided information, it has been determined that the rupture only occurred to the left side device - reported in mrn 9617229-2024-20987. There was no complaint reported against the right-side device. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient and healthcare professional reported no complaint against the right side device. Right side "cyst with regular walls" found via ultrasound is not device-related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I had allergan breast implants. This year, routine examinations revealed that one of them had ruptured. This will require a surgical procedure to remove it. I would like to have access to the assistance and guarantee offered by the (B)(6) guarantee program.¿ ¿on the right breast there is a cyst with regular walls¿ this is for the right side device. The remains implanted.